Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection confirmed the trilumen insulation was damaged; the insulation was abraded through to the conductor coils approximately 34 cm from the terminal pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements and poor sensing at a device follow-up. The patient was hospitalized for a lead revision. During the procedure, when the lead was removed from the patient's body, the insulation was damaged such that the conductor coil was exposed. In addition, the conductor was fractured. The lead was explanted and replaced. No additional adverse patient effects were reported.